Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During unpacking the stent dislodged from the balloon. Defect was noticed prior use.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. The stent was returned on the transportation wire and located about 70 mm proximal to the protector cap. The stent is severely deformed over its entire length, i.e. Several struts are bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined.